Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced multiple ventricular fibrillation (vf) episodes and appropriate shocks. Technical services reviewed the episodes and observed one episode where the patient received a shock while in normal sinus rhythm because the shock was committed after a previously diverted shock. This shock caused the put the patient to go back into vf. The device detected this vf and appropriately shocked the patient once more. The patient came out of vf on their own. The device remains in service. No additional adverse patient effects were reported.